Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis; additional information will be submitted within thirty days upon receipt.

Event description:
This complaint is from the clinical study. The target lesion was the mid left anterior descending (lad). The vessel was de novo, eccentric, totally occluded. The vessel moderately calcified but not flexed. The diameter of the vessel was 2.21 mm and the lesion length was 15.9mm. Pre-procedure stenosis was 100% aha/acc classification of the vessel was a type c. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5 x 15mm balloon at 8atm. Inflation time was unknown. A 2.5 x 28mm cypher stent (lot i0305018) was implanted at 12atm for 31-60 seconds at the target lesion. Post-dilation was conducted with a 2.5 x 15mm balloon at 20atm. Inflation time was unknown. Timi flow was 0 before the procedure and 3 after the procedure. The residual % of stenosis was 2%. Ivus was not conducted. There was no problem regarding this implant or the products. The following day, the patient was discharged from the hospital and was being followed up at a different hospital. The patient didn't visit the hospital for the 8-month follow up. Therefore, the hospital contacted the hospital, following up on the patient and confirmed that the patient was found deceased at her home in approximately one year, after the procedure. The patient was living on her own and so an autopsy was performed by the police. The police confirmed that the cause of the death was not cardiac. No more additional information can be observed.